Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation appears to be related to procedural conditions (interaction between sgc and septum during procedure). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_947 - repair mr ide study patient ID: (B)(6). It was reported that on 20sep2023, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with an enlarged left atrium and posterior leaflet flail. Two mitraclips were successfully delivered and deployed, reducing the mr to grade 1+. On (B)(6) 2024, an atrial septal defect (asd) with surgical closure was performed. The asd with closure was deemed related to the steerable guide catheter.